Event description:
Complainant alleged that during set-up of the device prior being used on a patient the internal handles would not allow discharge. Complainant indicated that there was no patient involvement in the reported malfunction.